Manufacturer narrative:
No fiber was returned for investigation. Contacted the customer on three subsequent dates to request more information and no response was provided. Stripping the buffer of a reusable fiber is the responsibility of the user. It is possible that the user has a dull stripper blade, wrong size stripper blade or incorrect stripping technique causing damage to the blue buffer resulting in the buffer separating from the fiber core. The blue buffer (etfe material) has been biologically tested and does not pose a problem if a small portion of it is left in a pt. Biological data is maintained in the technical file for the holmium fibers. There was no indication from the customer on the amount of buffer breaking off from the fiber core.

Event description:
The blue beffer on dornier holmium laser fiber came off in pt. This has happened about three times.